Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 300 mg to 400 mg/dl. The customer reported infusion set bent cannulas. The current blood glucose level was unknown. The customer did troubleshoot the issue. The infusion set will not be returned for analysis.